Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. A revision procedure was performed to reposition this lead. No adverse patient effects were reported.